Event description:
Post phlebotomy safety lock stayed attached/stuck and butterfly piece slide off the end of needle, resulting in the nurse scratching/pocking her finger. Staff and patient had blood work done. Staff is fine and back to daily work activities. No samples, dropped in sharps container after photo was taken. No additional information provided.

Event description:
POST PHLEBOTOMY SAFETY LOCK STAYED ATTACHED/STUCK AND BUTTERFLY PIECE SLIDE OFF THE END OF NEEDLE, RESULTING IN THE NURSE SCRATCHING/POCKING HER FINGER. STAFF AND PATIENT HAD BLOOD WORK DONE. STAFF IS FINE AND BACK TO DAILY WORK ACTIVITIES. NO SAMPLES, DROPPED IN SHARPS CONTAINER AFTER PHOTO WAS TAKEN. NO ADDITIONAL INFORMATION PROVIDED.